Manufacturer narrative:
Used (B)(6) 2018 as event date since the correct date was not provided. Device evaluated by MFR.: the device was returned for analysis. It was confirmed that the core was severed at a position about 6mm from the tip and the coil was stretched in the distal direction. It was confirmed that the core fragment was enclosed by the stretched distal coil tip and it was confirmed that no part of the core was missing. In addition, although it was confirmed that the distal 130mm was gently curved, no other abnormalities could be confirmed.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the calcified left anterior descending artery. A 190cm straight tip hornet 14 guidewire was advanced but failed to cross the lesion and the tip got fractured. No fragment was left inside the patient's body. A spring coil brought the remaining portion of the wire back together. The procedure was completed with a non bsc device. No patient serious injury or adverse event were reported and the patient's status was good.

Manufacturer narrative:
Used (B)(6) 2018 as event date since the correct date was not provided.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the calcified left anterior descending artery. A 190cm straight tip hornet 14 guidewire was advanced but failed to cross the lesion and the tip got fractured. No fragment was left inside the patient's body. A spring coil brought the remaining portion of the wire back together. The procedure was completed with a non bsc device. No patient serious injury or adverse event were reported and the patient's status was good.